Event description:
The lead was returned to the manufacturer with no information, was analyzed and tested out of specification. Additional information obtained indicated the lead was removed after the patient's death. The cause of death was requested and is not available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. The initial reported event was received on (B)(4) 2012. Of note, the reportable out of specification analysis is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2012. Information was subsequently received on (B)(4) 2012 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary for: (B)(4) - the proximal segment of the lead was returned, analyzed and the outer insulation was breached. There was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation was breached cut. Analyst visual comment indicated that the lead was implanted with a bend at the rupture location.